Event description:
It was reported that the patient experienced ¿rejection¿ from the silicone in the implanted product but no exam was conducted to confirm this. The location of the infection was at the implantable neurostimulator (ins) site. Other symptoms experienced included pain at the ins site as well as swelling and a fever. The system was subsequently explanted. There was no culture done. It was noted that the patient had "suffered a lot" previously managing the infection but was healthy at the time of the report. The patient was reportedly considering a new implant as he had had improvement in his quality of life but was afraid of another rejection.

Manufacturer narrative:
Product ID: neu_unknown_lead, explanted: (B)(6) 2013, product type: lead. (B)(4).